Event description:
Client was being bathed and on completion the malibu bath was lowered to the lowest position and the chair raised to swing patient out of the bath. When the chair was in swing position, the bath tilted forward towards the 2 carers, one carer prevented the patient from falling off the chair and the other prevented the bath from tipping any further by using her foot against the edge of the bath. The bath was pushed back into position and the client removed from the bath. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). A trend review has been performed. Three earlier cases where found where the malibu bath was not installed properly using the floor fixings. Considering that there are more than 10,000 baths on the market the trend is low. It was reported that the bath had tipped due to that the bath had been removed from its floor fixings. An arjohuntleigh technician (a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer) has been on site and confirmed this both visually and with pictures; they also confirmed that the floor fixings are no longer attached to the bath. It is not possible to determine the root cause to why the floor fixings were removed. The on site investigator reported that "the vinyl and boxing of pipework behind the bath have been completed after the bath was installed". It can be speculated that when this was done the floor fixings were removed and after the work was completed the floor fixings were insufficiently reassembled or not reassembled at all. In the instruction for use it is stated that: "the equipment must be installed by appropriately trained personnel according to the assembly and installation instructions. Requirements in the assembly and installation instructions can only be superseded by local code." In the installation manual it is stated that: "floor attachments - to prevent the bath tub from falling over, the floor fixtures provided in the installation kit must be used when installing malibu/sovereign. The floor construction must be suitable for anchoring the bolts." It is not possible for the bath to tip over when following the instructions in the manual. It is recommended that the bath is reattached to the floor and then put back into use. It is also recommended to instruct the customer on the importance of assuring that the floor attachments are used, as well as adhering to the IFU.